Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer. The ac power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device end of the ac power cord was burned. There were no report of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device ene of the ac power cord was burned. No additional information was provided.